Event description:
A zoll distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event consisting of three shocks while at the rehab facility where the patient resides. Multiple counting contributed to the false detections. The patient was reported to be conscious and undergoing rehab at the time of the event. A physician was reported to be present. The response buttons were pressed after the treatments were delivered. The patient remained at the rehab facility and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse, electrode belt (B)(4): 02/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, an training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.